Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a significant neurologic event on (B)(6) 2018, with left arm dense weakness and anticoagulation was held. It was then stated that the deficit was resolved on (B)(6) 2018 and anticoagulation were resumed cautiously once cleared with neurology. Patient remained stable on extracorporeal membrane oxygenation (ECMO) support till (B)(6) 2018, when patient had sudden onset headache, vomiting and became unresponsive with fixed and dilated right pupil. Patient was emergently intubated and stat head CT scan was done. Neurosurgery consult was obtained, and no intervention was done secondary to devastating hemorrhage with poor prognosis. The family was notified, and palliative care was consulted. Care was withdrawn on (B)(6) 2018 with family agreement and ECMO support was discontinued that day and the patient eventually was pronounced dead.

Manufacturer narrative:
Product event summary: the pump, (B)(4) was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.